Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number of the programmer was obtained, but the hcp was not able to provide the lot number of the catheter as it was not in the patient file. The patient experienced more pain related to the motor stalls. It was reported that some months prior they decided to stop with the targeted drug delivery therapy and choose another pattern for pain medication; this was independent of the motor stalls.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20.0 mg/ml at an unknown dose), bupivacaine (15.0 mg/ml at an unknown dose), and clonidine (250.0 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported that the patient no longer needed the therapy and it was decided to explant the whole system. The explant occurred on (B)(6) 2017. The hcp was asking the manufacturer to analyze the pump because, as was discovered on (B)(6) 2017, there was an issue with motor stalls some months prior. Contributing factors, troubleshooting, and interventions were not provided. The issue was resolved and the pump would be returned. The patient status was alive - no injury. There were no reported symptoms. No complications were reported or anticipated. Pump logs were provided. It was noted that a motor stall occurred on "(B)(6) 2026" at 13:53, with a tube set occurring two days after at the same time. Recovery occurred on "(B)(6) 2026" at 18:58. All of the dates listed in the pump logs had the year as 2026. Another six motor stalls occurred until the pump was programmed off on "(B)(6) 2026" at 06:52. Several more tube set messages and recoveries had occurred in this duration as well.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Analysis identified overinfusion due to an undetermined cause. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction number (B)(4) now also applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.